Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined rubbing sound when the compressor is under load. A field service engineer replaced condenser fan to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 system refrigerator compressor going out. Customer stated that the refrigerator in red clinic got hot and refrigeration deptartment looked at it, said the compressor was malfunctioning. There were tried to removal of medication multiple bins failed. There were no adverse events or injuries reported based on this event.